Event description:
The customer received a control result of 191mg/dl on her contour next link meter. The normal control range was 119-148mg/dl. No adverse events were alleged.the test strips are to be returned for evaluation.replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
(B)(4).